Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (over 600 mg/dl) and ketones were present. Infusion set was changed. A bolus was delivered and insulin injections were administered. As the events occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.